Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was seen in follow-up for a shock. It was noted that the patient had been lost to follow-up, and that approximately five years ago the device had triggered end of life (eol) status due to long charge-times. Several diverted shocks were noted on device evaluation. Additional information was received that this device was explanted and replaced. No additional adverse patient effects were reported.